Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: to clarify, did the device deliver a complete cut line with missing staples along the staple line? No. It did not deliver a complete staple line. Did the device deliver any malformed staples? No. Were any of the forces higher or lower than expected (closing or opening)? No. Aware of any change. Spoke to sales rep to attempt to clarify the event and no additional information is available. The sales rep reported that both devices were reported to have the same issue. Both will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned with the knife jammed and with the anvil in the closed position. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind and on the knife path, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a roux en y bypass procedure, the stapler seemed to malfunction by not providing a completed line. The actual color of the reload was not reported. Case completed with a third device of the same product code but different lot number. There were no patient consequences reported.